Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. Review of the pump data logs verified that the customer did not interact with the pump within 12 hours of the alarm. Tandem technical support educated the customer on the pump's auto-off safety feature per user guide and advised the customer to consult with healthcare provider prior to modifying the setting. There was no adverse impact to the customer¿s blood glucose value.